Event description:
International affiliate reports the cage was broken during insertion/positioning. Another cage was available and was inserted without issue. There were no adverse consequences to the patient.

Event description:
Additional information received from the affiliate indicated that the surgeon thinks that he had all of the broken pieces of the cage removed from the patient but is unsure.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned cage noted that the device was fractured. Broken piece(s) of the cage were not returned as they were discarded. A review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. Review of product complaints for the cage and its product family found no significant trends. The root cause of the cage breakage cannot positively be determined. However, as noted in the accompanying instructions for use, correct selection and handling of the implant is extremely important. Polymer/carbon fiber implants are designed to support physiologic loads. Excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.